Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer declined to provide how they addressed bg level. Customer reverted to an alternate method of insulin therapy.